Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to have been stretched and flattened. It could not be determined when this damage occurred. Upon opening the device, the soft cannula was observed to have been torn and the hard cannula exposed. Due to the extent of the damage to the soft cannula, fluid was unable to flow through the fluid path as intended. No defects were observed that would prevent the device from inserting into the infusion site. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the patient was unsure if the cannula inserted properly into the infusion site and was bent. Hyperglycemia treated with a new pod.